Event description:
It was reported that the patient ams 700 inflatable penile prosthesis pump was tried and not used due pump malfunction. Another new pump was used to complete the procedure.

Manufacturer narrative:
Product analysis could not confirm the reported allegation related to a pump malfunction as visual and functional testing of the pump concluded the device performed within specification. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation of the pump component. Based on the results of this investigation, no escalation is required. This conclusion is supported by the following objective evidence: product analysis did not confirm the reported allegation of a pump malfunction. Visual and functional testing were completed; the pump performed within specification. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. There is no evidence that the reported events are related to a manufacturing deficiency based on the product analysis and a review of the manufacturing records. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. The ams 700 hazard analysis indicates that based on the information provided, the as reported events of this complaint do not represent a new hazardous situation. Additionally, boston scientific does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. No further review is required. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. No further review is required.

Event description:
It was reported that the patient ams 700 inflatable penile prosthesis pump was tried and not used due pump malfunction. Another new pump was used to complete the procedure.